Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility reconfirmed the correct operation method by contacting olympus or another expert within your facility. The facility carefully reviews and follows the instruction manual. The facility educates or continuously educates its personnel about handling methods. The facility inspects the distal cover prior to attachment. The facility uses care when attaching the distal cover, so that it does not crack. Per the facility, olympus has arranged distal cover (maj-2315 -new design) in-service training for their staff and provided the new quick guide for the new distal covers after the detachment incidents. Also, the facility has reminded their staff on how to properly store, handle, install and remove the new distal cover. It was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their original packaging and stored in a product carton. The cartons are stored in the accessories storage room and kept on two shelves that are specifically assigned to distal cover storage. Per the facility, ky jelly is applied to the distal end of the endoscope for all procedures. The facility confirms that they do not use olive oil or vaseline for lubrication per olympus instruction. No chemicals were administered directly into the body through the forceps channel during endoscope insertion, and no chemicals were sent to the forceps channel to lubricate. There were no chemicals administered through the cannula during endoscope insertion; however, anesthetic sprays were administered to the patient¿s throats before inspection. There were no chemicals used during endoscope preparation and pre-use inspection. It was confirmed that a crack has never been observed on the distal cover prior to attachment to the endoscope. The facility verbalized their understanding of inspecting the distal cover before use and during installation and confirmed that they will not use a distal cover if a crack is observed. Finally, the facility stated that the staff are all familiar with the handling/installation and the new distal cover it is ¿easier to install, and so far, the operation is smooth.¿

Event description:
Additional information received: the procedure was therapeutic; the patient was under conscious sedation; he device was inspected prior to use; and the patient's current status is healthy.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the actual device was not returned, the root cause could not be identified. At this time, the possible causes for the drop off of the distal cover are presumed to be the following: the cover was broken due to chemical attack from adhesion of chemicals such as anti-fog agent and/or the cover was attached to the scope insufficiently. The event can be prevented by following the instructions for use which state: "operation manual includes the preventive measures in chapter 3 ¿ 3.5 operation manual includes the detection way in chapter 4-4.1" olympus will continue to monitor field performance for this device.

Event description:
Olympus received information that at the end of endoscopic retrograde cholangiopancreatography (ercp) using this evis lucera elite duodenovideoscope and single use distal cover, the distal cap was missing after scope withdrawal. The physician then inserted another scope into the patient again. The user found and retrieved the distal cap in the patient's mouth with a crack at the bottom center of the front side. The procedure was delayed for 15 minutes. There were no reports of further patient or user harm associated with this event. Patient identifiers: (B)(6) for single use distal cover. (B)(6) for evis lucera elite duodenovideoscope.

Manufacturer narrative:
To date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.